Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: b5 (problem description): b5 verbiage was updated to a more informative manner. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. The product was returned eventually, the analysis results are mentioned below. The returned implantable cardioverter defibrillator was analyzed and. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) behavior. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.